Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated alarms for high o2 concentration. Patient involvement is unknown. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site and the nozzle units in the o2 and air gas module was replaced for proactive measures. Evaluations of the received device logs show matching events, between january 17, at 01:14 to january 19 20:54, several alarms for high o2 concentration were generated. A pre-use check was confirmed to be successful prior to this ventilation period. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).